Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo was found. Performance data was also collected from the device, received and analyzed. Analysis revealed oversensing associated with the right ventricular lead as there was 1 non-sustained tachycardia episode with v-v intervals <(><<)> 220 ms on (B)(6) 2016. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range as rv pace impedance was steady at approximately 547 ohms through (B)(6) 2016 and rises out of range by (B)(6) 2016. There was oversensing due to non-physiologic signals/sic (sensing integrity counter) as there were 87 v-sic counts on (B)(6) 2016. Concomitant medical products: ddbb1d1, ICD, implanted (B)(6) 2015.

Event description:
It was reported by the patient that there was a potential malfunction with their implanted product. The patient's report coincided with a remote notification of a right ventricular (rv) lead impedance warning for a value above the programmed range. The same warning occurred the following day. The lead impedance threshold was raised and monitoring continued. The rv lead impedance warning occurred again six days later. Two days later there was a report of oversensing as well as another lead impedance warning. About one week later the rv lead was explanted and replaced indicating high rv lead impedance and oversensing of non-physiologic signals. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and pacing impedance variation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.